Event description:
The pump was returned to animas. The evaluation revealed an out of calibration force sensor and contamination in the force sensor assembly. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump load step was performed without any issues. During evaluation the force sensor was found to be out of calibration. The pump was opened and contamination was found in the force sensor assembly. Unrelated to the issue, the cartridge compartment was found to be cracked and the battery cap was found to be stripped. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. Also unrelated, the display screen was found to be faded and miscolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). Correction # 2531779-03/24/2010-003-r.